Manufacturer narrative:
Section d4: device serial number and lot number were not provided, and expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient was placed on extracorporeal membrane oxygenation (ECMO) due to recurrent ventricular fibrillation (vfib). Every time the patient went into vfib the patient's flow would drop and the ventricular assist device (vad) would alarm. A low flow software upgrade was requested and performed. It was noted that the patient would be going into the operating room (or) for placement of a centrimag right ventricular assist device (rvad).

Manufacturer narrative:
Manufacturer's investigation conclusion: although log files were not provided by the account, the reported low flow alarms were confirmed through the onsite evaluation by an abbott representative. A direct correlation between heartmate 3 left ventricular assist system (lvas), and the reported events could not be conclusively established through this evaluation. The patient remains ongoing on heartmate 3 lvas. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas IFU, rev. C and the heartmate 3 patient handbook, rev. D are currently available. Section 1 of the IFU, ¿introduction¿, list potential adverse events, including cardiac arrythmia, that may be associated with the use of heartmate 3 lvas. Additionally, this section addresses pump parameters, including pump flow. Section 4 of the IFU, ¿system monitor¿, describes the pump flow display and the hazard alarms. Per design, when the estimated flow value is calculated at less than 2.5 lpm, a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. Section 4 also explains that changes in patient condition can result in low flow. Section 6 of the IFU, ¿patient care and management¿ lists arrhythmia as a potential late postimplant complication. Section 7 of the IFU, ¿alarms and troubleshooting¿, and section 5 of the patient handbook, ¿alarms and troubleshooting¿, address system alarm conditions as well as the appropriate actions associated with each condition. Following software upgrades, the hm3 lvas pocket guides to alarms for patients, rev. A, and clinicians, rev. A, explain that the low flow hazard alarm will be triggered when the estimated pump flow is less than 2.0 lpm. No further information was provided. The manufacturer is closing the file on this event.